Event description:
It was reported that balloon deflation slow occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, it was observed that the balloon had a slow deflation time. The procedure was completed with this device and there were no patient complications reported.